Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial right side tka, this male patient underwent revision of the device due to aseptic loosening and osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening and osteolysis. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "loosening" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.